Event description:
It was reported that this inflatable penile prosthesis (ipp) no longer inflates or deflates due to fluid loss. Upon revision, a crack in the tubing was identified, the physician suspects that the crack in the tubing caused the fluid loss; therefore, the ipp was removed and replaced. There were no patient complications reported.